Event description:
It was reported that a patient using the ilet experienced elevated blood glucose, confirmed by fingerstick at 317 mg/dl after a usual breakfast, and considered a supply change though no abnormalities were identified; insulin delivery was resumed as usual. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention beyond routine troubleshooting, or hospitalization. Investigation included user-led troubleshooting and education to verify glucose by fingerstick and assess infusion supplies. Investigation of this case revealed no device malfunction or component defect was identified through available troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.